Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019. The customer blood glucose level was over 600 mg/dl at the time of hospitalized. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump and insulin drip for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain and difficulty breathing. Customer did not allege pump was under delivering. Customer stated the drive support cap appears normal. Customer declined to perform the high pressure test. The insulin pump will not be returned for analysis.